Manufacturer narrative:
Device evaluation: 1 x unknown double pigtail biliary stent of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out document review: prior to distribution, all double pigtail devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for the unknown double pigtail biliary stent could not be complete as the rpn and lot numbers are unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off-label use that use of placing biliary plastic stent in wopn(walled-off-pancreatic necrosis) resulting in migration and bowel obstruction requiring intervention. Endoscopic transmural drainage of walled-off-necrosis is considered off-label use since the IFU clearly mentions ¿intended use: ¿to drain obstructed biliary ducts" the patient also had an history of necrotizing pancreatitis. A possible user error of exceeding the maximum 3 month indwell period is also noted here secondary to the off label use as the journal mentions ¿the patient recovered well and presented 790 days later for workup of an abdominal hernia¿¿. The precautions section in the IFU states ¿¿ this device should not be left indwelling for more than three months or as directed by a physician¿¿. The minor bowel obstruction was due to the stent migration. However, the medical advisor has confirmed that the root cause for the complication can be attributed to the off label usage associated with the device. Root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. The patient required additional ercp procedures as a result of the outcome. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from internal personnel via e-mail on 26may2021--did 28may2021. As reported to customer relations: "varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? Patient 3 a (B)(6) year-old female patient presented with necrotizing pancreatitis of unclear etiology. On CT imaging, wopn was noted in the pancreatic head measuring 90 _ 80 mm. Ercp demonstrated a disconnected duct at the pancreatic head region. The patient underwent endoscopic cystoduodenostomy with dilation of the transmural tract to 15 mm and placement of two 10f, 4-cm double-pigtail stents. The patient recovered well and presented 790 days later for workup of an abdominal hernia. CT imaging revealed a migrated stent within the pfc cavity (fig. 3). At endoscopy, the distal end of 1 stent was grabbed and removed by using biopsy forceps; the other stent was lodged deep within the pfc cavity and was not amenable for removal. Also, it was not possible to intubate the cavity because it had collapsed completely around the stent and there was no debris or fluid within it. The case was presented at the interdisciplinary meeting, and the consensus was that the stent should not be removed unless clinical symptoms developed in the patient. At the time of last follow-up at 1026 days, the patient was doing well without any pfc recurrence. Exact rpn cannot be confirmed but possible rpns include: zss-10-4-rb. Zebd-10-4. Zso-10-4. File is being opened to capture off label use of placing biliary plastic stent in wopn resulting in migration requiring intervention / user error of leaving stents indwelling greater than 3 months.